Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The cause of the failure was the contaminated pca and cells. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack. Follow-up report - correction: the original MDR incorrectly documented the MDR date as 01/11/2015. The correct date of the original MDR was 01/11/2016.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The cause of the failure was the contaminated pca and cells. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.